Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-28, lot# 0208413215, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-60(B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported imaging was done and results were normal for patient. Etiology was surgery/anesthesia.

Event description:
It was reported that the lead implant procedure took place on (B)(6) 2014. The patient developed a confusional state with apathy and mutism. No hemorrhage was detected on the head CT scan. The patient¿s hospitalization was prolonged. The reporter considered the event related to the leads. The reporter confirmed that the confusional state was due to local cerebral edema following the lead implantation, with effect of partial thalamotomy. No actions were taken. The event was resolved without sequelae on (B)(6) 2014. After implantation of implantable neurostimulator (ins) the patient experienced transient aggressiveness due to general anesthesia. The patient received atarax, one ampule. The event resolved without sequelae on the same day.